Manufacturer narrative:
It was reported the needle leaked a couple drops of solution. Our quality team has completed a device history record review for material number 305127 and lot number 4332169. The review did not identify any abnormalities during the production process that could have contributed to the defect, and all quality tests were within specification. Due to the unavailability of a sample for return, a comprehensive sample investigation could not be conducted. Consequently, the exact cause of this incident remains undetermined. At this time, no further action is deemed necessary. Complaints related to this device and the reported condition will continue to be monitored and analyzed for emerging trends by our quality team.

Event description:
It was reported that bd needle 25x1-1/2 rb caused leakage. Verbatim: during injection of patients wrist, needle leaked a couple drops of solution. Dr was able to finish patients injection. Needle was removed and incident reported. Other needles from lot were tested with no issues noted.